Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: g2 company representative is not applicable to this event. H6 component code (901 - panel is not applicable to this event). H6 medical device problem code (1435 - no device output is not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed occurred due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment full name - (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image, and the front panel functional light was abnormal. The issue occurred during an enteroscope diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.